Event description:
The patient's mother contacted animas to report that the subject pump was not alerting the patient when the cartridge was low. The reporter was unable to confirm the allegation and was just reporting what she was told by the patient. At the time of troubleshooting customer support noted that the low cartridge warning was set at 50u and all alerts and alarm tones were set to vibrate. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2012 with the following findings: a review of the black box revealed 'low cartridge' alarms. The black box history showed that the power reset occurred during a 'low cartridge' alarm. It was noted by the patient that the alarms and warnings were just set to vibrate. There were multiple power resets found in the black box. The pump's case was removed and the vibrator motor was found to be misaligned. The 'low cartridge' alarm and vibrator motor were tested and was found not to be functional. The vibrator motor was realigned and the motor was found to be functioning. The pump was found to reset between rewind and load step; the pump's case was removed and retested and the pump was able to complete the rewind /load steps without having resetting issues. The misaligned vibrator motor caused motor contact issues and electrical current issues and caused resetting issues with the pump.